Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and a lot number was not provided.

Event description:
During a procedure, the laminous spreader tip broke and remained in the patient after wound closure. No delay was added to the procedure. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis.device is an instrument and is not implanted/explanted.(B)(4).